Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a loss of therapy the morning of the call. The patient said they were going to call their doctor. The patient at first said something wasn¿t working with their charger. Patient services helped them use it and they got 6 coupling boxes, and the ins was ¿almost full¿ and the recharger battery was full, so there was no issue with the equipment. They then clarified that their issue was that when they woke up in the morning, they didn¿t feel good. It was like they were ¿going back into parkinson¿s mode.¿ it was asked if there were any falls or trauma and the patient said that they had a fall last night. It was reviewed that it could¿ve been the reason for their symptoms and told to follow up with their hcp.